Manufacturer narrative:
The peritonitis occurred on an unspecified date in the summer of 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drugs (injection and intraperitoneal routes) for the event. At the time of this report, the patient was recovered from the event. On an unreported date dianeal therapy was withdrawn. No additional information is available as the reporter declined follow up.